Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported that a patient was revised approximately 20-23 years post implantation due to tibial loosening and a fractured articular surface.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a1, a3, b4, b5, g3, g6, h1, h2, h3, h6, and h10 visual examination of the provided pictures identified an articular surface missing the post and all implants were covered with bodily fluids and tissue. No further evaluation can be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified loosening of the tibial plate along with tibial periprosthetic fracture. Bone quality was markedly osteopenic. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient was revised for unknown reasons approximately 20-23 years post implantation. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-01457, 0001822565-2022-01458. Implant date: 2000-2003. Medical product: unknown femur size c left, unknown tibia size 3. Report source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.